Event description:
A site reported a loss of telemetry monitoring for 16 pts for approx 12 hours. No alternate monitoring was established during this time, however, the site reported that closer nursing observation was implemented. There were no pt injuries reported. Ge healthcare's investigation into the reported occurrence is ongoing. A f/u report will be submitted when the investigation has been completed.